Event description:
It was reported that device was unable to be used so the surgery was completed with surgical knives.

Manufacturer narrative:
The device was not evaluated due to no sample was returned for investigation. Investigation results: as of today, device return has been requested for this complaint but has not become available to the designated complaint unit. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint.  If the device is returned in the future then this case will be reopened. A device history record review was carried out for the lot number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. We have been unable to determine a root cause on this occasion but all complaints will continue to be tracked and trended to detect any recurring issues and if needed, corrective action(s) will be initiated at that time.